Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue and replace the high resolution stereo viewer (hrsv) monitor and personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The hrsv was returned for failure analysis, and the reported problem was replicated. No error codes were found in system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system where the hrsv was initially displayed a "no signal", but after a while it disappeared and the screen displayed no image at all; it was totally black. The pmsc was not replicated. No data was found in system logs to indicate the failure occurred in the field. A visual inspection found no issues related to the report. The pmsc was installed onto the golden system, and all the output and input ports had a good image. The right and left eye images were normal. The golden system was set to run 10 power cycles and sit idle for 45 minutes. Once testing was completed, no error could be identified in system logs. The complaint was confirmed based on failure analysis and field evaluation. The probable root cause is attributed to hrsv monitor.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system was checked and one of the surgeon console's (ssc) high resolution stereo viewer's (hrsv) eyes had a blank display. Troubleshooting was performed via power cycle; however, the issue persisted. The planned procedure was aborted. No report of patient involvement.